Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 400 mg/dl at the time of the incident. Customer stated that, the insulin pump will not come back on even with battery changes. Troubleshooting steps were guided for blank display. Customer stated that, the display returned. Customer advised to discontinue the insulin pump. The insulin pump will not be returned for analysis.